Event description:
It was reported that the device was explanted after implant duration of approximately 36.6 months, due to dehiscence and perivalvular leak. No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, but it was stated that it is not available. A device history record review is currently in process. Device not returned.